Manufacturer narrative:
There are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Date of event is unknown; awareness date has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: a complaint of luer lock syringe slipping during connection was received from the customer. No product or photo was returned by the customer. The customer complaint of connection issues could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because the lot and model number are unknown. Due to no sample being received, an investigation could not be performed, and a root cause could not be determined. This incident has been added to our database of reported incidents. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported while using an unspecified bd smartsite needle free connector disconnection occurred. There was no report of patient impact. The following information was provided by the initial reporter: mentioned a product issue with the bd smartsite needle-free connector. He stated that when connecting a luer-lok syringe often times the syringe would slip or skate off the top surface of the smartsite connector when initially trying to connect.